Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. It has been updated to september 15, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the burr lock mechanism assembly was disassembled and one of the two springs for the lock tabs had failed and were no longer pusing n the lock tabs to secure the cutters. It was also noted that one of the springs were observed to be out of place and deformed. It was also noted that the other spring was out of place and completely gone. Therefore, the reported condition was confirmed. The cause for the springs to come out of place is due to the handpiece being run without a cutter. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). Device manufacture date is currently unavailable. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that before a craniotomy surgical procedure, it was discovered that the handpiece device would not load the burrs and would not lock into place. It was further reported that "query" some damage to the connector. It was reported that they switched to another drill and the drill and the burrs worked correctly. As a result, there was a two minute delay to the planned surgical procedure. It was reported that the patient was not affected. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.